Event description:
Cause of low bg of 38 mg/dl was not known.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer's blood glucose ranged from 38-416 mg/dl. The customer disconnected from pump, and drank water, juice and a carbohydrate protein shake to treat low bg. Reportedly, the cartridge and infusion sets were changed to address the issue.